Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. However, it was noted that the returned device indicated a loose/detached set screw.

Event description:
Nine days post implant there were high atrial impedances causing a polarity switch and triggering an atrial unipolar lead impedance warning. It was found that there was a setscrew issue in the device header. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.